Manufacturer narrative:
Investigation: the disposable set was not returned for investigation. Root cause: this disposable set was unavailable for specific root cause analysis. A definitiveroot cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event.

Event description:
Donor unit #: (B)(4).

Manufacturer narrative:
The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer.

Manufacturer narrative:
Investigation: the run data file was analyzed for this event. Run data file analysis did not show a conclusive root cause for the leukoreduction failure reported for this collection. Signals from the run data file show it is possible, though not conclusive, the platelet bag lines or the platelet loopline may have become pinched or clamped off briefly during the collection. If this occurs, a surge of platelets and wbcs may escape the leukoreduction system (lrs) chamber when the proper flow through the platelet line is resumed. It is also possible, though not conclusive, this leukoreduction failure may be donor related. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing therefore no patient information is reasonably known at the time of the event. The disposable set is not available for return, because it was discarded by the customer.